Event description:
Customer reported experiencing ongoing intermittent low blood glucose events with suspected causes unknown. Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. The customer managed these events by consuming carbohydrates.